Event description:
The homecare provider (hcp) reported the following: (1) the pt and pt's adult child were in the front seat of their car. (2) the pt was using a c1000 that was in the back seat. (3) the pt started the engine and a flash fire occurred. (4) the pt's adult child was hit in the stomach by something during the explosion. (5) the pt and pt's adult child attempted to exit the car but were unable because the car had shifted to reverse causing the autolocks to activate. (6) they jumped into the back seat; the pt kicked out the rear window and carried adult child out. (7) the pt received 2nd and 3rd degree burns to the face and arms and was admitted to the hospital. (8) the pt's adult child received burns to over 90% of the body and was in critical condition in the hospital for 3 or 4 days. (9) neither pt nor pt's adult child admitted to smoking but both are known smokers. (10) no malfunction of the c1000 is alleged.